Event description:
Healthcare professional reported¿ device rupture¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on july 03, 2025, with lot number 1725962. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿device rupture¿. This record is for the left side. Device was explanted and replaced.